Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2006 to treat pelvic organ prolapse and urinary incontinence, and mesh and a monarc product were implanted. On (B)(6) 2007, the patient underwent a surgery to remove the monarc product, and a sparc self-fixating system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone two revision and mesh removal surgeries in late 2009. The patient underwent 6 revision/removal surgeries in 2010, having 25% of her vagina removed in (B)(6) 2010 and continued to have mesh removed through a procedure in (B)(6) 2011. The patient continues with pain medications and pain therapies and will need additional surgeries in the future. No additional information was provided.

Manufacturer narrative:
(B)(4). User facilities: (B)(6) hospital. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat pelvic organ prolapse and urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (07/22/2016). It was reported that the patient underwent mesh revision/removal on (B)(6) 2016 by dr. (B)(6).

Event description:
Details: it was reported that the patient underwent mesh revision/removal on (B)(6) 2016 by dr. (B)(6).